Event description:
The patient reported blood glucose results of "55 mg/dl, 65 mg/dl, 95 mg/dl and 108 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The control solution was replaced.